Manufacturer narrative:
(B)(4). Concomitant products: catalog #00597206641, nexgen prolong all-poly patella, lot #62230289. Catalog #642001240, natural-knee ii cemented tibial component, lot #62042192. Catalog #00542802309, natural-knee flex uc prolong articular surface, lot #62408859. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is unknown whether a revision surgery is in discussion. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient has experienced pain since the implant surgery in (B)(6) 2014 and was prescribed a second round of physical therapy which did not help. It is further reported that the patient is unable to go up or down stairs or walk very far due to pain, yet has great range of motion and does squats every day.